Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of occlusion is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 4.0x12 mm xience alpine stent was implanted in the proximal left anterior descending coronary artery (lad) and the 3.5x28 mm xience alpine stent was implanted in the proximal right coronary artery. After the lad stent was post dilated, there was no reflow. Intracoronary cardizem was administered and reflow returned. The condition resolved. The doctor does not believe the reflow issue was due to a vasospasm. There was no additional information provided.